Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: a review of the pump histories did not find any activity outside normal pump use. The pump powered on normally and successfully completed rewind, load, and prime steps. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history. The pump was exercised for 24 hours on a 1 unit per hour basal rate, and the total daily dose history correctly reflected 24 units. The complaint of an unspecified issue with the pump history could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was "something wrong with [the] pump history." No details were provided and troubleshooting could not be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.